Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 4, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b1 (updated report type), b2 (updated outcome attributed to adverse event), b5 (added describe event or problem), d9 (device availability - added date returned to manufacturer), g3 (date received by manufacturer), g6 (indication that this is a follow-up report), h1 (updated type of reportable event), h2 (follow-up due to additional information), h3 (device evaluation anticipated by manufacturer). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received, as per subsidiary, ¿the patient died but not solely related to the oxygenator failure¿.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they noticed the po2 drop. The event resulted in cessation of patient circulation for about 4 minutes. As per user facility, approximately three hours into the case with the fx25 oxygenator, a significant drop in po2 was noted, despite having the fio2 and sweep maxed out to improve oxygenation. Various interventions were conducted to assess oxygenator performance, including switching to an oxygen cylinder; however, po2 levels did not improve. After changing the sechrist blenders and even attempting mechanical ventilation post-cross clamp, the situation remained unchanged. Approximately two hours after the initial po2 drop, we performed an oxygenator changeout to a different brand, which promptly resulted in ideal po2 and normal saturation levels. *there was a 100ml blood loss. *product was changed out.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (updated device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 3221, 67). The returned sample was inspected upon receipt to show no visual anomalies with the device such as breakage. After rinsing and drying, the sample was tested for the oxygen transfer and carbon dioxide removal performance. The sample was found to meet the factory¿s specifications. No anomalies were found. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.